Manufacturer narrative:
Correction: conclusion code is (B)(4). Additional information: catalog # is 050-95018.

Event description:
"."

Manufacturer narrative:
Complaint sample was discarded. A companion sample was identified and inspected by the plant. Visual and dimensional inspection of the sample was acceptable. Taper test of the samples passed. Simulation tests were performed on four companion samples and no leaks and disconnections were observed. Testing was successful. A DHR investigation was performed. No nonconformance's or reports of abnormalities during assembly was found. The product involved met specifications. The alleged event is not confirmed. Discarded by patient.

Event description:
Peritoneal dialysis nurse reported a fluid leak between the patient line and the supply bag of a peritoneal dialysis patient. Follow up with the patient's peritoneal dialysis clinic indicated that the patient ensured that the connection was tight. The peritoneal dialysis patient woke up in the morning with loose connections and evidence of a fluid leak. The patient was prescribed antibiotic and is asymptomatic. The complaint sample was discarded.